Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a PICC line was leaking blood and normal saline out of the insertion site when the grey lumen was flushed. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr triple lumen powerpicc catheter was returned for evaluation. An initial visual observation revealed a significant amount of biological residue within the catheter. Compression of the catheter tubing was observed between the 0 cm and 2 cm depth markings. When an attempt was made to flush each lumen of the returned catheter, a leak was observed at the 0 cm depth marking when flushing the gray lumen, and no water was observed to flush through the distal end of the catheter. A microscopic observation revealed a longitudinal split at the leak site. The split appeared to be slightly curved with smooth and flat fracture surfaces and clean and straight edges. Some slight discoloration and deformation of the catheter material was observed surrounding the split. The damage observed in the returned sample is characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.